Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected alarm. Customer's blood glucose at time of incident was unknown. The customer stated that the alarm is recurring during normal pump use. The customer was advised that the device would be replaced. The customer was advised that he may continue to wear the pump until replacement arrives.